Event description:
1258 stent procedure complete and angioseal placed. 1333 severe back pain. Right leg mottled and hematoma at pubic area. 1400 b/p 78 systolic. 1505 to operating room. Pt experienced retroperitoneal bleed. Angioseal did not deploy.